Manufacturer narrative:
No injury reported. The dealer alleges he observed smoke coming from the charger. Two batteries were received and no charger was enclosed in the two boxes. The dealer stated two boxes were shipped and one contained the charger. Two boxes were received but in the two received were only the batteries. No external heat damage and/or smoke damage were observed to the two batteries. The batteries were load tested and tested weak and in need of charging and/or replacement. No charger was received. Dealer was contacted again regarding the charger, and it appears the charger was lost in shipment. Assuming component malfunction, any debris would be well contained within the protective metal enclosure of the charger. No shock hazard is presented to the user. No history to suggest a product problem. Weak or worn batteries as the ones returned can cause continual charging and battery replacement would be required, and is covered in the user guide. MDR filed solely on dealer's statement of observing smoke.

Event description:
The dealer alleges the charger started to smoke. No injury is alleged.